Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.8 was jammed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.8 was not open and drawer jammed. A field service engineer (fse) found that mini drawer 2.8 was not opening due to the bezel being misaligned. The bezel was repositioned, and the drawer was recovered, restoring normal functionality. The mini drawer 2.8 was successfully recovered and tested in the user application. The system functioned as intended after the field service engineer repaired the device.